Manufacturer narrative:
Complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA. (B)(4). Carefusion technical support advised the distributor that the reported event was most likely due to a faulty main printed circuit board assembly, info was requested from the distributor, in regards to the turbine serial number, and hours on the ventilator. Carefusion technical support will order a replacement main printed circuit board assembly as soon as they receive this info.

Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reported a ventilator that was alarming vent inop, transducer fault, motor fault. According to the distributor, they attempted to calibrate the turbine transducer, however it failed calibration. No pt involvement.